Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies and associated implantable transvenous defibrillation lead exhibited noisy signals on the ventricular rate/sense channel resulting in the delivery of inappropriate therapy and pacing inhibition. The local guidant representative was able to elicit the noisy signals with isometrics. All other lead measurements are stable and within normal limits.